Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The main board was replaced. The device was recertified and returned to the customer. The device's main board was returned to zoll medical corporation, united states. The malfunction was duplicated and attributed to a faulty transformer on the main board. Analysis for reports of this type has not identified an increase in trend.